Event description:
An oxygen concentrator was allegedly involved in a house fire involving a pt. The concentrator was connected to a pediatric flow meter, a pure mechanical device, which then supplied o2 to the pt. Relatives allegedly awoke to a smoke detector alarm. On entering the room the relatives found the pt on fire. Pt was in a "pumpkin" car seat at the time of the event.